Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: correction: manufacturing facility: (B)(4), depuy. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The construct revised was pinnacle griptiontm multihole shell, screws, liner and head. The x-ray image provided show that the acetabular shell and screws were pulled away from acetabulum, displacing the acetabular cup assembly consisting of shell, screws, liner and head. No products were available for review; however, there was no evidence of part failure seen in the x-ray. Therefore, based on the given information, it is suspected that the energy of fall caused the acetabular shell and screws to displace since the incident occurred within 2 weeks of implantation. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address acetabular cup loosening caused by a fall.